Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for the analysis. Additionally, it was observed the main coil was stretched, detached and bent at coil arm section and it was observed the main coil bent and stretched at the middle section. No more damages were observed. Under the microscope it was observed that the main coil was stretched, detached and bent at coil arm section. The functional inspection could not be performed; due only the main coil was returned. Dimensional inspection on main coil revealed that the zap tip od (outer diameter) and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 09oct2023. It was reported that the coil could not advance. The target lesion was located in the iliac artery. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not be advance at the middle and distal end of the catheter despite multiple attempts. The device was flushed continuously but still could not be released. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the main coil was detached at coil arm section.